Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the articulating illuminated laser probe (ailp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot was performed and a potential contributing factor to the reported complaint was identified. A nonconformance investigation (nci) and was later determined to not be relevant to this investigation. A review for complaints reported against this lot was performed. No similar complaints were reported for the product lot under investigation with a similar event code. The ailp was received for testing on this investigation. A visual assessment of the returned sample revealed nitinol damage. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and had resistance. A visual assessment under a microscope was performed and revealed an undersized nitinol radius. The root cause of the reported event is attributed to undersized nitinol radius. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery a laser probe was almost impossible to get inside the trocar. The surgery was completed with no impact on patient.